Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. The product was not returned for evaluation. Due to a data gap between 07-jun-2025 and 24-jun-2025 because the logs have not been synced so engineering logs for the described event date of 12-jun-2025 could not be reviewed. Data before and after the gap did not identify any device malfunction. A factory reset was found in the logs. Based on the report, the user experienced hypoglycemia after failing to announce a meal prior to sleeping. The cause of the hypoglycemia is most consistent with a failure to announce a carbohydrate-containing meal. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced low blood glucose (bg) of 39mg/dl. A family member contacted emergency services, and the user was transported to the hospital for evaluation and treatment with intravenous fluids. The user reported falling and hitting their head; a CT scan was performed and showed no injury. According to the report, the user had consumed a carbohydrate-containing meal before bed but did not announce it to the ilet. The user was discharged the same day. A factory reset was performed following the event.